Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.